Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced swelling at the implant site that was treated with antibiotics and steroids without resolution. Subsequently the device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report filed july 14, 2016.